Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center monitors sometimes flickered, resulting in loss of the surgical image for a few seconds. The e226 error was displayed, and all monitors went out and did not turn back on. The issue occurred during a therapeutic total laparoscopic hysterectomy procedure, which was completed using the same device. There were no reports of patient harm.